Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal left anterior descending (lad) artery. A 15mm x 2.00mm nc quantum apex balloon catheter was advanced to the lesion for dilatation. Upon first inflation at 20 atmospheres, the balloon ruptured. The device was then exchanged to a 2.25mm non-bsc balloon catheter which also ruptured. The physician considered that rotational atherectomy would be appropriate and decided to transfer the patient to another hospital. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the nc quantum apex catheter was received with a nc quantum apex shelf box and pouch. The batch number on the returned packaging and device match the reported batch number. There was blood in the hub, balloon and inflation lumen. Magnified inspection of the balloon revealed a 2mm longitudinal tear in the balloon wall .5mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).